Event description:
The customer stated that she was receiving some "hi" glucose results using her contour system. She performed a control test during the call and received a result of "hi." The normal control range was 107-147 mg/dl. No adverse events were alleged. The customer was advised to return her test strips for eval. Replacement test strips and a new meter were sent to the customer.